Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon would not deflate. The balloon was pulled back through the sheath. There were no reported clinical consequences to the patient.